Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
Information received by medtronic indicated that the insulin pump had power error alarm. Customer was successfully clear the alarm. Customer not able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Software version 5.2a. Retainer ring black. Customer returned device for an alleged pump error 25 and a failed self test found on (B)(6) 2022. Device passed displacement test, self test, active current measurement and sleep current measurement. Device successfully downloaded to thus. Test p-cap successfully locked into the reservoir tube. Device trace download analysis confirmed the device alarmed pump error 25 on (B)(6) 2021 at 14:00 and 18:00. The power management graph confirmed pump error 25 were triggered when the backup battery loaded voltage was less than 3.7 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, stained keypad overlay, and minor scratches on the lcd window. In summary customers alleged pump error 25 was confirmed through the device history as well as the power management graph due to a connector resistance issue at electrical board. Additionally, customers alleged failed self test was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.